Event description:
Integra received a user facility voluntary 3500a form from the FDA on september 8, 2006. The 3500a referenced which is not an integra / jarit product ID. Upon receipt of the product on september 20, 2006, the device was identified as 385-401. The user facility reported that during a procedure, the currette tip broke off in the ear of the pt. The tip was recovered. Further info has been requested.